Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has gradually increasing shock impedance measurements over the past year rising from 92 ohms to 125 ohms. Boston scientific technical services (ts) noted that single coil leads like this one tend to have higher impedance measurements. Ts also noted that gradual rises in impedances are not indicative of a lead fracture but likely something physiologic such as calcification or ionization. Ts recommended increasing the shock lead alert upper limit to 150 or 75 ohms and if desired performing high energy shock to determine to actual impedance as well as the delta between the daily measurements and delivered shock impedance. No adverse patient effects were reported. New information received indicates that the shock lead impedance alert limit was increased and the patient will be monitored.